Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower was failed. A field service engineer inspected the system and confirmed there was no failed storage space. Hardware test application (hta) testing was conducted to ensure proper operation. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.